Manufacturer narrative:
The suspect tracker box was returned to the manufacturer for analysis. The box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 31 january 2017. The representative was unable to replicate the reported issue. A medtronic representative then returned to the site on 1 february 2017 to replace the tracker box on the imaging system. Following the replacement, the representative confirmed accuracy with a reference frame and pointer on both sides of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect tracker box has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the leds on the imaging system were not illuminated. The imaging system was also to be reported as not tracking. The representative mentioned that the imaging system was turned off and the viewing station of the imaging system was not. No additional information was provided. There was a reported delay to the procedure of more than 1 hour due to this issue.